Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to hospital with shortness of breath due to acute systolic heart failure. Physician decided to upgrade the patient from pacemaker to ICD based on patient history. Right ventricular and right atrial lead had noise. Both leads were capped and replaced on (B)(6) 2018. Patient¿s condition was fine.